Event description:
It was reported that cooling for about 3 hours in an arctic sun device to targeted temperature (tt) 33.5c, but therapy alerted 02 (low flow) and stopped. Walked through stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines of any bends or kinks and restarted therapy. Device primed and stabilized to water flow rate (wfr) was 1.3 l/m. Nurse noted there was a small banner by the water flow rate (wfr) that says low, but device was not alerting. Advised 1.3 l/m was an excellent water flow rate (wfr) for the neonatal pads and that banner was tied to the software, that was registering low for an adult patient.

Manufacturer narrative:
The reported event was confirmed use related as the reported event was corrected via proper connecting technique. Sample was not available for evaluation. The labelling is found to be adequate. Baw7667064 revision 0 states, attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. Begin treating the patient. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." A DHR review was not required because the investigation was confirmed as use related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that cooling for about 3 hours in an arctic sun device to targeted temperature (tt) 33.5c, but therapy alerted 02 (low flow) and stopped. Walked through stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Straightened all lines of any bends or kinks and restarted therapy. Device primed and stabilized to water flow rate (wfr) was 1.3 l/m. Nurse noted there was a small banner by the water flow rate (wfr) that says low, but device was not alerting. Advised 1.3 l/m was an excellent water flow rate (wfr) for the neonatal pads and that banner was tied to the software, that was registering low for an adult patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.